Event description:
The customer reported to philips healthcare that the heartstart xl's "battery not charging" and "mains power not coming." There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.